Event description:
Information received by medtronic indicated that there was blood present in the coaxial umbilical which is connected to the cryoablation catheter. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files show system notices #50005 "leak detection" but do not show system notice #50006 "blood detection". Smart chip verification indicated the catheter was used for 7 injections. Visual inspection showed that the balloon and coaxial connector were full of blood. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.02 inches from the tip. Dissection of the handle showed traces of blood at the vacuum line. The blood detection board passed the functionality test as per specification. The reported issue has been confirmed through testing. The catheter failed the inspection due to guide wire lumen breach and blood detector not triggering system notice message 50006 "blood detection". Internal corrective and preventive actions (capas) have been initiated to investigate the condition found. This report will be recorded and trended.